Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of 585 mg/dl; cause unknown. A correction bolus was delivered to address bg. System check with tandem technical support indicated that the pump and related supplies were functioning as intended. The customer continued to use the pump for insulin therapy.